Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, a percutaneous coronary intervention (pci) was performed, treating the proximal-mid left anterior descending (lad) coronary artery lesion. An unspecified balloon dilatation catheter advanced to the lesion. Upon inflation attempt, the indeflator was unable to inflate the balloon. The device was discarded and another device was used in replacement. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.